Manufacturer narrative:
A fractured abutment had led to the implant being no longer restorable and needed to be removed. Dentsply sirona implants is not the legal manufacturer of the fractured abutment that caused the event.

Event description:
It was reported that a patient experienced a dental implant removal due to an locator abutment fracture.